Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that pt said their controller was reading that their stimulation was at 0 even though the pt could still feel that their stimulation was high. Pt said that the stimulation was consistently high however, the controller would sometimes show that the stimulation was at 2.6 and others it would show that it was at 0. Pt said they could not turn down their stimulation because the controller displayed it was at 0. Pss reviewed that if the controller replacement did not resolve that pt should follow up with their healthcare provider (hcp) or manufacturer's representative (rep) for further assistance. A replacement controller was sent out. Additional information was received from a patient (pt). It was reported that they were sent a new remote to try and correct issues however still did not solve the problem. Pt states she saw a manufacturer representative (rep) who didn't see any errors going on. Pt states she met with the rep friday but only was for 10 minutes or so. Pt states will be in program and stim will feel strong at 3.2 and will hit down and says lower limit reached even though at 3.2 and will reset controller and the stim will than say 0v. Pt states they will feel strong stim even at 0 and will hit down and jumps back up to 3.2v. Pt wondered how to turn off adaptive stim as well in which going through system pt has cycling and as programmed however cycling overrides the as and patient services (pss) directed pt to contact healthcare provider (hcp)to have the rep reprogram everything all together. Pss directed to hcp to have the device looked at. The pt reported that they had adaptive stim programmed and as did this weird stuff and the rep said to turn off as but now cannot. Pt states she knows how to do adaptive stim as she had turned off/on before. Pss reviewed because cycling is on/off pt cannot turn off/on the as herself.